Event description:
A malfunction was reported on the customer's pump, displaying malfunction code malf 12. It was confirmed that this issue did not cause the customer¿s blood glucose level to exceed 500 mg/dl, indicating no adverse impact. Customer reverted to an alternate method of insulin therapy.